Event description:
Caller reported blood glucose results of 25 mmoll, 15 mmol/l, and 5.7 mmol/l on the mobile system, 5.7 mmol/l on the compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).